Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's physician reported that the patient had a skin reaction on the whole body. The patient stated that they were allergic to the dexcom sensor filament. It was indicated that the patient had the sensor inserted for several days and developed diffuse eczema. After several days after the sensor was removed, the eczema had resolved; however, the skin reactions appeared on the patient's body in sites remote from where the sensor was inserted. The reaction sites included the patient's palms, scalp and other areas that did not have direct exposure to the dexcom sensor. The reaction was described as redness with itching that resulted in a scar. The skin reaction was treated with ultraviolet b (uvb) light treatment. Additionally, the patient stated that they sometimes wear the sensor for more than 7 days. At the time of contact, the patient was doing fine. No additional patient or event information is available. It was reported that the patient wore the sensor beyond seven days. Dexcom labeling indicates: dexcom g5 mobile sensor sessions last seven days.